Event description:
Following the revision the surgeon reports that 'the cervical discs had caused inflammation in and around the c4, c5, c6, c7 areas. There was no other reason for the inflammation. The discs were in position but there was severe inflammation and ddd all over. We decided to remove the discs due to the inflammation and went for an autograft instead of an allograft due to the existing infection. The reason for the inflammation seems to be some sort of reaction with the body by the discs. But the discs were in place and physically no damage was seen. The throat pain was due to this severe infection.' Updated information states that 'we had to change plans at the last minute and do an interbody fusion.' Tissue samples were taken. Brief notes from the tissue report indicate that 'in the soft tissue adjacent to the surface of the implant a dark discolouration of the tissue was visible in the stainless-steel disc. Tissue specimens of the patient contained positive staining for macrophages (B)(6). Serial sections showed that the majority of cells were found to express the hla-dr molecule indicating their activation. Many of the macrophages were surrounded by clusters of t-lymphocytes (cd3-positive cells). The steel disc showed the infiltration of moderate amounts of cytotoxic t-lymphocytes (cd8-positive cells).' 'The results of the present study clearly demonstrate the presence of a marked inflammation and tissue reaction in the soft tissue covering stainless-steel.' Histology report indicates 'macroscopically a dark discolouration of the tissue adjacent to the implant was visible in stainless-steel disc. All specimens stained with haematoxylin consisted of dense fibrous connective tissue in which metal particles were detected in various degrees from tiny black spheres to aggregated large opaque granules. A considerable amount of particles was located directly at the tissue/ metal interface. Metal particles were detected at the screw/plate interface as well as in the connective tissue covering the surface of the plate. Generally, the particles were phagocytosed by macrophages and in some cases multinucleated giant cells were visible. Histologically there was no difference in terms of quality and quantity.' The surgeon indicates that post-op 'the patient is stable and fine now.'

Event description:
It was reported that the patient underwent a 2 level artificial disc replacement. Approximately 33 months post-op it was reported that the patient has faced multiple complication but all reports appear normal. Patient has visible pain and grade 3 strength, and is unable to lift more than 2.5kg. Emg reports differ every time but the patient has c5-c6 radiculopathy and als symptoms. Patient also sometimes loses the ability to speak and has throat pain. The surgeon will re-operate to remove the artificial discs and perform a corpectomy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer.